Manufacturer narrative:
One (1) certain gold-tite was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the thread region. The drive feature is worn, but functional. The product was measured using a digital caliper and it was found to be conforming to print specifications. A device history record review was performed on the device lot number and no related nonconformance¿s were noted for this complaint. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The allegation of a screw fracture was confirmed but a probable root cause for the failure could not be determined.

Event description:
The doctor reported a fracture of the abutment screw (iunihg) during prosthetic adjusting , he was able to remove both fractured parts from patients mouth on (B)(6) 2017. Implant was placed on (B)(6) 2016, tooth position (B)(6).